Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient was tested positive of the staphylococcus infection then the vegetation was growing on the implantable product. No adverse patient effects were reported. The implantable lead was explanted.